Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to defective response buttons, causing them to be non-functional. The response button metallic domes were concave, causing fault. The root cause of the damaged domes cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.